Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 30 mmol/l (540 mg/dl).the pod reportedly fell off the infusion site during application, causing the cannula to dislodge. As treatment, the patient administered an insulin injection and emergency services were called. The patient was transported to the emergency room and was monitored until the bg levels decreased. No medical intervention or treatment was required.

Manufacturer narrative:
The device was received not deployed with the adhesive pad fully attached to the bottom housing. Inspection of the fluid path and needle mechanism components found no evidence of any damages or deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The soft cannula could not become dislodged from the infusion site as reported, as the device was received with the soft cannula not deployed. Inspection of the adhesive pad and adhesive welds found no issues that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. The download data from the pod showed that an 0x5c alarm had been generated by the pod during priming, indicating that the open count was too low at the end of prime. Timeouts occurred in tandem with a failure of the rotational sensor to transition, indicating that a complete drive stall occurred. This resulted in the pod generating an 0x5c alarm. Inspection of the pod found no damages or deficiencies that would result in a drive stall or hazard alarm. The exact cause of the drive stall and subsequence 0x5c alarm could not be determined.